Manufacturer narrative:
During testing and repair at the service center, the unit was alarming/red light.  This was due to the heat exchanger leaking that led to the malfunction.

Event description:
Dealer alleged that the heat exchanger was leaking. The repair document states the unit was also alarming/red light.